Manufacturer narrative:
Summary of evaluation: evaluation results revealed no material flaws. A functional test revealed acceptable results. Engineering evaluation on the effects of repeated compression loading and of repeated autoclave cycles revealed that these trial inserts were capable of withstanding over 200 cycles with no evidence of degradation.

Event description:
The trial insert was broken upon removal from the autoclave. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.